Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: force sensor out of calibration; moisture ingress with corrosion.

Manufacturer narrative:
Submitted: (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the blackbox revealed record of loss of prime. On examination, the battery compartment was noted to contain corrosion. No leak was found during the leak test. There was no damage to the battery compartment or the battery cap. On investigation, the battery cap was able to secure tightly to the pump. A rewind, load and prime sequence was attempted; the pump emitted a ¿no cartridge detected¿ alarm. The force sensor was evaluated and found to be out of specification. The pump was opened for investigation and revealed corrosion on the force sensor assembly.